Event description:
During medical code situation a pt in respiratory distress was being intubated. New suction machine plugged into outlet would turn itself off (stop functioning) after approximately 10 mins of use.